Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming, hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 05, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on march 15, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 25, 2024.